Manufacturer narrative:
The reported failure of ventilator inoperative error code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy 100 ventilator, u.s.a - bt device at the manufacturer's service center, a ventilator inoperative error code err_motor_start_up_failure was observed in the device's event log. The technician recommended replacing the device's system and central processing unit board. In addition, an err_vent_inop_reboot error code was identified, which logs that the user responded to the user interface commands after a ventilator inoperative condition. The ventilator is not operable at this point. This error code is for informational purposes only. It is not the cause of the ventilator inoperative condition and does not impact therapy. However, the device was disqualified from recertification due to the ventilator inoperative error code err_motor_start_up_failure and will be scrapped.